Manufacturer narrative:
(B)(4). The handle was not returned for evaluation since it was recalibrated per the standard recalibration process after the out of tolerance condition was found. However, the torque output testing showed the device was outputting torque outside of the tolerance. The root cause cannot be determined. The DHR was reviewed; there were no indications of manufacturing issues associated with this lot.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check. There are no specific surgical procedures associated with this handle.